Event description:
The pt apparently had a (B)(6) placed in a study and subsequently ``allegedly pt has a right foot pain and infection." Info rec'd on (B)(6) 2011: ``the date on this adverse event is the date of the event. Pt is a diabetic and on medication, pt is stable and out of the hospital, pt was removed from the study due to the amputation. We have no other access to add'l info. The event was not related to the use of (B)(6)." Add'l info rec'd on (B)(6) 2010: "I did speak with" the physician "regarding this adverse event and got a status on the report for the pt. The pt had (B)(6) placed in the study and by the time the pt became ill and had to be admitted to the hospital, the graft had resorbed and was not present and weeks had passed." The physician "doesn't believe the event was related to the device, but has to mark possibility for his protection because in reality he doesn't know that for sure and will never know. The pt did have positive streptococci in his blood at the time of his hospitalization. Pt is doing well and obviously is no longer in the study due to this occurrence." Unable to obtain further info regarding the event.